Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. Although, no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. There are no other reports of this nature against the reported lot number.

Event description:
As reported on the medwatch form: it was noted that a pt's blood pressure was getting increasingly lower. The healthcare provider discovered the IV with the neo-synephrine (phenylephrine) was leaking at the coupling. Tubing was changed and the new line leaked at the coupling. Drip was switched to a different port. Device usage problem: device malfunction - that is, the device did not do what it was supposed to. Additional info provided by the facility indicated the pt suffered no additional adverse sequela associated with the reported incident. The nurse was at the bedside and immediately changed the tubing. It is believed there was a leak in the valve or a nick at the tubing at the ultrasite valve nearest the pump on the set. The sample was discarded.